Event description:
It has been reported to philips that the geometry computer would not turn causing the c-arm to not move. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred and there was on patient harm or injury was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file found the geo ipc communication time out error. Upon trouble shooting actions, fse identified that the ipc was not starting. Fse reloaded the geo ipc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred and there was on patient harm or injury was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file found the geo ipc communication time out error. Upon trouble shooting actions, fse identified that the ipc was not starting. Fse reloaded the geo ipc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.